Event description:
The pt was being treated for an in-stent restenosis (isr) of the left superficial femoral artery (sfa). The stent was 120mm in length. A 6f pinnacle destination sheath was used and a 300cm whisper guide wire to deliver the 5mm x 40mm angiosculpt device to the targeted area. A total of six inflations at 14 atmospheres (atm) in the isr were performed by the physician. The results were satisfactory. Upon removal of the angiosculpt device, a frying of the distal tip was noticed. There were no pt adverse effects. Procedure was completed with no further incidents.

Manufacturer narrative:
The pt info is unk. The hospital declined to provide the pt info. The angiosculpt device was returned for lab analysis. Visual examination confirmed a distal bond peel, however, no missing leaflets were observed. A 0.018" lab guide wire was inserted into the guide wire lumen and moved with no resistance. The angiosculpt device was inflated to 8 atm. At this pressure, the distal bond disruption was observed. No portion of the angiosculpt device separated from the catheter. According to the instructions for use (IFU) for angiosculpt scoring balloon catheter, retained device components is listed as a possible adverse effect of the procedure.